Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. During hospitalization for an unrelated event, the patient was diagnosed with the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. On an unknown date, the patient was transferred to a rehabilitation facility for recovery purposes. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date during hospitalization, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.